Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon experienced issues where the vessel sealer instrument was not sealing and cutting. During the reported event, the surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. According to the tse, the surgical staff informed him that the vessel sealer instrument was working normally towards the beginning of the surgical procedure and then during the case, the instrument stopped sealing. Due to the sealing issue and bleeding from a vessel, the surgeon made the decision to convert to open surgical techniques. The surgical staff indicated that they had reseated the instrument cable in the instrument control box (icb). However, the surgical staff did not reseat the jumper from the icb to the erbe generator or check the cabling from the erbe generator to the da vinci system prior to the conversion to open surgery. After the surgical procedure was completed, an isi field service engineer (fse) performed a field evaluation at the site. The fse noted that a message from the erbe generator indicated that the vessel sealer instrument was not connected. The fse also noted that an isi clinical sales representative (csr) , who was present at the site, was able to resolve the issue by power cycling the erbe generator two times. Through troubleshooting, the fse was unable to replicate the reported issues with the vessel sealer instrument. The fse checked that all the cable connections on the erbe generator and icb were correct. The fse performed a system test and verified that the system was ready for use. On (B)(6) 2013, isi contacted the csr. The csr indicated that the vessel sealer instrument worked initially during the start of the da vinci surgical procedure. However, towards the beginning of the procedure and while the surgeon was attempting to seal a uterine artery, the csr indicated that the vessel sealer instrument stopped sealing. Due to bleeding from the artery and being unable to seal the artery with the instrument, the surgeon made the decision to convert to open surgery. Prior to converting to open surgery, the surgeon was able to control the bleeding with another unspecified instrument. According to the csr, the open surgery was completed successfully and no post-operative complications were reported.

Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) for evaluation. However, at this time the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. The error logs indicate a number of incomplete cut advisories which are logged when a cut action starts, but does not complete as expected. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci hysterectomy procedure to open surgery after encountering issues with the vessel sealer instrument not sealing and cutting.

Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated. A visual inspection of the instrument showed no visual damage. The conductor wire and other cables showed no damage. The instrument was placed on an in-house system for testing and the instrument was unable to home and failed a self-check test. The instrument's blue housing was removed and the blade was manually extracted. No visible damage to the blade and cable were found. Some resistance was felt as the blade was extracted. The blade only extended about 0.46 in length. No further testing was able to process.

Manufacturer narrative:
On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter indicated that during the surgical procedure, he noticed what appeared to be white calcification on the inner wall of the vessel that the surgeon was attempting to seal. According to the initial reporter, he pointed out the observation to the surgeon who acknowledged that there was possible calcification of the vessel. The initial reporter informed the surgeon that the vessel sealer instrument should not be used to seal calcified vessels. The user manual for the vessel sealer instrument specifically states, warning: do not use this instrument on calcified vessels, as inadequate sealing may result.